Manufacturer narrative:
Initial

Event description:
It was reported that an ilet user paused the pump and subsequently did not receive basal insulin despite entering blood glucose readings with a reported fingerstick of 278 mg/dl while operating in bg run mode; the user later unpaused after education from support. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included a delay to treatment or therapy due to the paused state. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem and characterized the event as a use-of-device issue, with no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was traced to user action. The user was advised to resume insulin by unpausing the device and to input blood glucose readings at least every four hours.